Event description:
Information was received indicating that during use of a smiths medical portex blue line ultra tracheostomy tube, a tear was observed in the inflation line. There was no patient injury or reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received with no discrepancies. During the evaluation of the device leak was found on the tube. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.